Event description:
Boston scientific received information that this right atrial (ra) lead which was implanted on the patient had dislodged. Additional information from the field indicated that during the placement of this lead, the patient experience atrial fibrillation and the lead had to be positioned anatomically. At the first post-operative check, there was no sensing or capture, so the ra lead was programmed off. There was no mention of a test performed to confirm dislodgement. Also, there was no incidence of a loss of capture that resulted in a cardiac asystole greater than two seconds. No ra lead revision has been performed at this time and the lead still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.